Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the coil radio opaque marker (subject device) and the second marker of the microcatheter were aligned, the main coil was completely out of the microcatheter's tip. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within the introducer sheath and dispenser hoop. Visual inspection of the device revealed that the ro (radio opaque) marker was confirmed to be intact. The reported misaligned ro marker could not be confirmed during analysis. The ro marker was confirmed to be in the correct position on the delivery wire of the device. The device was confirmed to be in good condition prior to use. Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that when the coil radio opaque marker (subject device) and the second marker of the microcatheter were aligned, the main coil was completely out of the microcatheter's tip. There were no reported clinical consequences to the patient.